Manufacturer narrative:
The customer¿s experience of failure to alarm for air in line was not confirmed. Although requested, the pump module was not returned for investigation and the customer¿s complaint that the device had visible air in the line without alarming could not be investigated. The disposable set also was not returned for investigation. The pump module event log does show pump module s/n (B)(4) alarmed four times for air in line on (B)(6) 2018. The pump module and its error log were not returned for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA is not necessary

Event description:
The customer reported that a cardiac patient was being transported to the or and during an infusion of maintenance fluids, air was noticed below the pump without the pump alarming. The customer alleges the air in line could have been due to difficulty priming the tubing or the pump malfunctioning. There was no patient harm. Received a copy of the customer's medwatch report from the FDA which states, "patient arrived to or for surgical procedure, it was noted significant amount of air in the tubing." An incomplete date of event of (B)(6) 2018 was provided.